Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil became stuck at the distal end of the microcatheter. Therefore, the physician repositioned the microcatheter and attempted to re-advance the ruby coil. However, the ruby coil would not move; therefore, it was removed. Upon re-flushing the microcatheter, the procedure was completed using two additional ruby coils without further issues. There was no report of an adverse effect to the patient.